Manufacturer narrative:
Date of event - date of onset of symptoms is unknown/ not provided. (B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of zxr00 15.5 diopter intraocular lens (iol), a female patient was unhappy with her range of vision. Customer clarified that there was no quality issue against the lens, simply that the patient is not happy with their range of vision. The patient wanted better vision at 12-14 inches. Through follow up, it was learned that the lens was explanted from the right eye and replaced with zmb00 15.0 diopter iol. There were no incision enlargement, vitrectomy, sutures required. There was no patient post-op injury. No further information was available.